Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the back housing of the monitor separated and broke off during inspection. There was no associated procedure or patient involvement.

Event description:
It was reported that the back housing of the monitor separated and broke off during inspection. There was no associated procedure or patient involvement.

Manufacturer narrative:
Alleged failure: it was reported that during a springarm repair, while removing the monitor from the dfp yoke, the monitor split open. It was further reported that the back half of the monitor remained attached to the dfp yoke and screen, internals, and ports all came off. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the monitor was dropped or fell on the floor during installation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.